Event description:
Complaint of groin pain 2 weeks post insertion incidental finding in CT scan with struts protruding out of vena cava and penetrating aorta. From the dictation record: the pt was brought into the angio suite. Time out was taken. Ancef 1g IV was given. Right groin was prepped and draped in the usual sterile manner. Local anesthetic was infused over the right common femoral vein. Ultrasound-guided access to the right common femoral vein was obtained (hard copy taken). A 0.018 guidewire was placed. The needle was exchanged for a 4-french micropuncture sheath. Bentson wire was placed into the central ivc. A 7-french brite tip sheath was placed in the right common iliac vein. Ivc gram was obtained. Findings: the inferior vena cava measured about 22 mm. Left and right vein orifices were clearly identified. No evidence of bifurcation or thrombosis. No evidence of congenital anomaly. The brite tip catheter was advanced to the inferior segment of the right renal vein. G2 celect (sic) filter was deployed. Intraluminal positioning was confirmed. Sheath was removed. Hemostasis was obtained. The pt tolerated the procedure well and was discharged from the angiogram suite. Pt is okay so far but is agitated that filter is to remain implanted, when informed it was a retrievable device.

Manufacturer narrative:
This event is still under investigation.